Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels had dropped to 44 mg/dl while wearing the pod for longer than 48 hours. The patient reports calibrating their controller due to their blood glucose level being 44 mg/dl on their continuous glucose monitor (cgm) and 104 mg/dl by fingerstick. After calibration the patients blood glucose values matched. As treatment, the patient reports taking a glucose tablet and consuming a tortilla and cheese as well as grape juice and orange juice. Once the paramedics arrived the patients blood glucose level was 88 mg/dl. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.